Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. The lesion was predilated using a 3.0 x 15mm non-bsc balloon catheter that was inflated twice to 8 atms ivus was performed using an altantis imaging catheter. A 2.50x12mm promus element drug eluting stent was advanced to treat the lesion, however, it failed to cross the lesion. The physician proceeded to push the device hard to cross the lesion but in the process the edge of the stent came into contact with the lesion. Dilatation was again performed using the same non-bsc balloon catheter that was inflated twice to 12 atms per inflation. The 2.50x12mm promus element drug eluting stent was readvanced; but, the same issue occurred. The device was removed from the patient and it was noted that the edge of the stent was flared. The procedure was completed with a different device and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).